Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. T was reported that, while in use on a patient, this 980 v entilator display went black and stopped ventilating. Subsequently, the ventilator did not pass the battery test portion of the extended self test (est). The device was available for evaluation. A review of the ventilator logs confirmed the reported loss of ventilation (lov). The customer stated that the unit had a post code with a ¿primary battery not installed¿ message and replaced the battery. Service p ersonnel (sp) inspected the unit and could not duplicate the stopped ventilation issue. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. The cause of the reported events was isolated to a potential fault in the battery. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator display went black and stopped ventilating. The patient was transferred with no injury. Subsequently, the ventilator did not pass the battery test portion of the extended self test (est).